Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilized water leaked from the foley catheter.

Event description:
It was reported that sterilized water leaked from the foley catheter. Per notification from ucc on 08dec2025, it was reported that asymmetrical balloon was found during sample evaluation on (B)(6) 2025.

Manufacturer narrative:
The reported event was unconfirmed. Received four (5) photo samples. The first photo was a top view of of the 2 way catheter with inflated balloon with return syringe. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was a zoomed in view of the inflation cap with batch# ngju0240. The fourth photo was of the tray labeling batch # myjy1257. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, batch number myjy1257 and manufacturing lot number ngju0240. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was asymmetrical. The balloon passively deflated in under 5 minutes with no leaks noted, returning 10ml of solution. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.